Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed in mid (B)(6) of 2020. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the procedure was done under local anesthesia. According to the complainant, the patient complained of discomfort, pain and difficulty in passing stool. Magnetic resonance imaging (MRI) was performed and radiologist indicated that there was a rectal lumen injection. The physician performed a rectal exam and it was concluded that gel was present in the rectal wall. The patient current condition was reported to be fine. Patient will wait for gel to be resorbed before starting external beam radiation therapy (ebrt).